Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2008. Post-operatively two months later, the pt experienced voiding dysfunction. The following year, the pt had increased post-void residuals the pt underwent a sling release procedure five days later. The surgeon opines that post-operative healing and an increase in the tightening of the sling were factors that contributed to this event.

Manufacturer narrative:
Date sent to the FDA: 05/08/2009. Urinary retention occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.